Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the unit average flow was too low and the display of pressure setting value and flow on the front panel was defective. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the average flow valve was too low due to a defective first pressure reducer. Also, a fault in the display the valve on the front panel was confirmed. The probable cause of the fault was most likely attributed to failure of the front panel light-emitting diode (led). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.